Manufacturer narrative:
(B)(4).

Event description:
The pt presented for a refill on (B)(6) 2011. There was "almost 18-19 cc in her pump." A catheter dye study was attempted on (B)(6) 2011. The hcp could not access the catheter. The pt was referred to a surgeon; it was unk by the reporter if surgery was scheduled. Add'l info has been requested, but was not available as of the date of this report.